Event description:
It was reported that approx six weeks post-op, infection was observed at the surgical wound. In exploring the wound, fluid was evacuated and cultures were taken. The components of the st360 construct were removed, with the exception of the screws at l4-s1 and the two implants at l4-l5/l5-s1 remained in place. There were no product performance issues reported with the removed hardware. The surgeon replaced the removed devices with new of the same. The culture was found to be (B)(6) of which the pt had cutaneous type (B)(6) in past history that was treated with antibiotics.

Manufacturer narrative:
Labeling review of the st360 system indicates the product is provided non-sterile to the end user. Additionally, the instructions for use provided to the end-user includes sterilization instructions that are to be performed prior to surgical use. This is the final report that will be submitted associated with this incident and device. No add'l action is required at this time.